Event description:
A report was received that the patient was experiencing pain at the pocket site following non-device related falls. The physician believes the pocket pain was caused by the falls. The patient was prescribed lidoderm patches.

Event description:
A report was received that the patient was experiencing pain at the pocket site following non-device related falls. The physician believes the pocket pain was caused by the falls. The patient was prescribed lidoderm patches.

Manufacturer narrative:
Additional information was received that the patient's pain at pocket site was resolved.